Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "customer said patient was allergic to a PICC line." Add info rcvd 07/26/2021: it has now been determined that his allergic reaction was from the lidocaine subq used for insertion of the PICC. The patient is still here at our facility and still has the PICC in his arm. No further issues have happened once he was medicated and the hives disappeared.